Manufacturer narrative:
Concomitant medical products: terumo hydrophilic wire guide. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography procedure (ercp), the physician used four (4) cook tri-tome pc triple lumen sphincterotome. During the procedures, the sphincterotomes had an orientation to 9 (o'clock) [incorrect cutting wire orientation] and does not permit to realize [finish] the procedure.

Manufacturer narrative:
Concomitant product - terumo hydrophilic wire guide. Investigation evaluation: fifteen (15) sealed devices were returned from lot number w3641300. The unused returned devices were evaluated in the laboratory for incorrect cutting wire orientation. During the laboratory analysis, each sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The orientation when the catheter exited the endoscope was recorded. The device was then bowed and the orientation of the cutting wire was recorded. Appropriate orientation is approximately 11:00 - 1:00 o'clock. The results of the evaluation of the returned sealed pouches are as follows: eleven (11) of the fifteen (15) returned devices were found to have correct cutting wire orientation, in a range of 12 to 1 o¿clock when exiting the endoscope and a range of 11 to 1 o¿clock when the tip of the device was bowed. Four (4) of the fifteen (15) devices were confirmed to have incorrect cutting wire orientation. The devices exited the endoscope at 12 o'clock and oriented at 7 o'clock and 9 o'clock when bowed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: four (4) of the fifteen (15) sphincterotomes did not orient correctly between the 11-1 o'clock. Since other devices from this lot were found to orient correctly, the entire lot was not nonconforming. A health risk assessment (hra) was completed and it concluded that no internal or external action is necessary. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.